Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as elastic is digging into skin causing irritation and red bumpy skin. The patient stated they do have a history of sensitive skin and /or allergies. The patient reported reaching out to the physician, but there is no indication of medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.